Event description:
It was reported as a general report on the performance and handling of the xience drug eluting stents (des) that after stent deployment, the deflated stent delivery system (sds) balloon was retracted with very high resistance and effort (despite negative pressure). Often the guiding catheter has been pulled very deeply within the vessel during the retraction. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.